Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic high thresholds and noise. It was also noted that the right ventricular (rv) lead exhibited chronic high thresholds. Both the ra and rv lead remain in use. No patient complications have been reported as a result of this event.